Event description:
A malfunction was reported on the customer¿s insulin pump following an incident where the pump fell and the screen cracked. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the defective pump and instructed the customer on using manual insulin delivery methods in the meantime. The customer acknowledged understanding the procedures for receiving, activating, and returning the pump, and a replacement was sent with updated software.